Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient touched an electrical fence three days prior to report and the healthcare provider (hcp) wanted to know of any urgent concerns of battery leakage. The hcp was concerned about the patient¿s current battery recharging. It was stated there was a shock during the event. Reportedly after charging the battery for four hours the battery charge level did not pass one half full. It was noted the patient used continuous stimulation and does not adjust with the programmer and the battery level had ¿never moved.¿ no changes to therapy were reported.

Event description:
Additional information reported that the patient felt an overstimulation effect after the incident with the electrical fence. If more information related to this event is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n311906, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).